Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. Patient claimed that upon removal of the sensor pod, the sensor wire was not present. Patient removed the transmitter prior to removing the sensor pod against user guide recommendations. At the time of contact, the patient did not report any injury or medical intervention.